Event description:
It was reported the patient experienced syncope and dizziness associated with pauses of longer than 7 seconds. An event rhythm strip showed atrial fibrillation with occasional ventricular undersensing and intermittent loss of capture. The lead was oversensing. During the revision procedure, the lead was moved and when attached pauses emerged. Noise and rate decrease was also reported. The device was removed and replaced. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.